Event description:
Reportedly, a technical question was logged for this case before (on (B)(6) 2023): the patient was hospitalized due to a symptomatic tachycardia on (B)(6) 2023. ECG showed a tachycardia with cycle length=460ms. Because of a suspected vt an eps was performed. During programmed stimulation a fast pacing of the ventricle was induced several times (see 20231204_142100.jpg). A retrograde conduction with a va interval of 125ms was also observed during the eps. Different pacing parameters were tried. In the end the patient was programmed to ddi. Please not: smoothing was off, rate response was off. Files from previous fus are also attached. A pacemaker induced tachycardia is suspected. The patient was reprogrammed from safer to ddi. Why did the pacemaker pace at the high frequency? What programming changes are recommended?

Manufacturer narrative:
The review of provided data confirmed the highlighted atrial and ventricular lead issues, therefore both atrial and ventricular leads were added to the complaint. The device history report of both leads shows that all production steps had been performed in accordance with the procedures. The lead met all the requirements of the specification at inspection before release. On (B)(6) 2023, the atrial and ventricular leads detect the same signal, originating from the right ventricle and the atrial and ventricular impedances are low. This could be related to lead-to-lead abrasion since both leads may be in contact. In addition, the pacemaker has turned at least 120 degrees counterclockwise since the implantation. This could be the start of the twindler syndrome. No general malfunction is suspected on the subject pacemaker device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a technical question was logged for this case before (on 05/12/2023): the patient was hospitalized due to a symptomatic tachycardia on (B)(6) 2023. ECG showed a tachycardia with cycle length=460ms. Because of a suspected vt an eps was performed. During programmed stimulation a fast pacing of the ventricle was induced several times (see 20231204_142100.jpg). A retrograde conduction with a va interval of 125ms was also observed during the eps. Different pacing parameters were tried. In the end the patient was programmed to ddi. Please not: smoothing was off, rate response was off. Files from previous fus are also attached. A pacemaker induced tachycardia is suspected. The patient was reprogrammed from safer to ddi. Why did the pacemaker pace at the high frequency? What programming changes are recommended?